Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair in 2006 and mesh was implanted. The patient began to experience sharp pains in 2014 and in (B)(6) 2014 underwent a surgical procedure to remove the mesh. The patient states that the surgeon told her that the mesh had "failed". The patient developed bowel issues and reported that the mesh "cut her bowels". The patient stated that she is in pain all the time. Additional information has been requested.

Manufacturer narrative:
It was reported by an attorney that the patient was diagnosed with a large supraumbilical ventral hernia with numerous loops of bowel one year after a cholecystectomy. The patient underwent a laparoscopic ventral hernia repair surgery on (B)(6) 2005 and mesh was implanted during the surgery. On (B)(6) 2014, the patient underwent a laparoscopic adhesiolysis, laparotomy, small bowel resection, and incisional hernia repair. The previously implanted mesh was removed in its entirety. The patient underwent a laparoscopic repair of the recurrent incisional hernia on (B)(6) 2015 and coviden mesh was implanted at this time.

Manufacturer narrative:
It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2016. All previously implanted mesh was removed. An appendectomy was performed, since mesh was adhered to the appendix. A 12x12 prolene mesh was placed into the preperitoneal space. The fascia was sutured, the subcutaneous tissue was approximated and the skin was closed with staples. No additional information was provided.